Event description:
It was reported that a tkr revision was planned with patella implantation. The implant was not delivered and the patient was already under anesthesia and the knee "opened". After 4 hours, implant was delivered and implented.

Manufacturer narrative:
The associated complaint device was not returned. A review of the product documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.